Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with his coaguchek inrange meter serial number (B)(4). The result was 5.9 inr. The result from the doctor's unknown meter was 3.9 inr. Both measurements were performed at the same time with two different blood drops. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. Retention test strips (330463) were tested in comparison to master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to correction/removal report no.